Event description:
A complaint was received from a customer that reported that some of the display is missing segments and stated that after replacing batteries, the display is still not working. While on the phone a review of the system was conducted. The customer stated they received a result of 125 mg/dl but only after pressing on the display did the "hundreds" digit display. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.